Event description:
It was reported that the customer had low blood glucose levels of about 50 mg/dl. The customer treated with juice and candy. The customer reported that the serter of the insulin pump does not release the infusion set properly. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.